Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. Due to the current covid-19 pandemic, it was not possible to receive the product for evaluation. The investigation will be reassessed as soon as the product is received. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the device must be available in order to determine the exact root cause. However, some of the possible causes could be, but not limited to: external impaction, torsional overload etc. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The driver broke when removing the locking screw. The set of two driver bits broke when the same screw was removed. The doctor's view was, "the driver bit breaks so easily."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The driver broke when removing the locking screw. The set of two driver bits broke when the same screw was removed. The doctor's view was, "the driver bit breaks so easily."

Manufacturer narrative:
Correction: sections d (device availability), h3. The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. As per the visual inspection, the breakage has happened at the tip. It is clearly visible that the tip was indeed broken / torqued off due to the high applied mechanical force or torsional overload. Again, the cracks are clear where the high torsional forces applied led to a strain hardening /embrittlement of the material which finally resulted in the breakage over time. The root cause of the failure was repeated powerful dynamic torsional overload during screw extraction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. The raw material certificate was reviewed. It corresponds to the material defined on the drawing and to the internal material specification. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is found to be user related. The failure was caused due to repeated powerful dynamic torsional overload during screw extraction. Furthermore, the event details clearly state that the screwdriver has been used to extract a screw out. This device has not been designed to be used during extraction, since the forces applied to it during this step are heightened because of the osteointegration of screws to the bone. More appropriate screwdrivers can be found in the implant extraction set developed by stryker. If any additional information is provided, the investigation will be reassessed.

Event description:
The driver broke when removing the locking screw. The set of two driver bits broke when the same screw was removed. The doctor's view was, "the driver bit breaks so easily."